Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient didn¿t think their therapy had been working and had a couple of accidents. The patient didn¿t feel stimulation and the therapy was not on. There were no trauma or falls that could be related to the issue. The patient increased the amplitude and didn¿t feel stimulation in the correct area. The patient switched from program 4 to program 1 and had overstimulation at the incision site on program 1 at 3.1v. The patient decreased the amplitude to 2.0v and felt stimulation more comfortably. The patient felt stimulation in the correct area. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.